Event description:
The customer reported that the ventilator alarmed has intermittent black screen and pressure sensor failure occurrences found in the diagnostic log. The customer reported there was no patient involvement.